Manufacturer narrative:
Evaluation results: related to operational context ¿ stent damage is most likely procedural related. Inherent risk of procedure¿ failure to deliver stent and stent deformation. (Deformation problem). Evaluation conclusions: related to operational context) ¿ stent damage is most likely procedural related. Inherent risk of procedure¿ failure to deliver stent and stent deformation. (B)(4) .

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (3.00mm x 18mm) in the lcx but the stent bent when attempting to deliver. Physician had dilated the lesion with balloon. Doctor changed another stent to complete the surgery. The patient is well now. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 8th and 9th proximal segments were raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).